Event description:
The device was used during an unk procedure. The device did not work properly. There was no pt consequence. Add'l info recevied on 8/29/97. The device did not coagulate correctly.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections and results: evidence of debris in threaded area, a-f no; evidence of non-functionality, a-f no; external damage to lcs/cs housing, a-f no; and external physical damage, a-f no. Functional test and results: blade not energize/cut correctly, a-f no; lcs/cs jaw not open/close correctly, a-f no; and lcs/cs not rotate/latch correctly, a-f no. Analysis condlusion: based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were a total of six instruments returned. All six of the instruments were received in good condition. All six of the devices were tested and all were found to be fully functional. There were no anomalies noted with devices cutting and coagulating as designed. It cannot be ascertained as to why the instrument did no coagulate properly, this inquiry was originally reported as an rpo (record purpose only). Manufacturing and engineering have been notified of the reported incident.